Event description:
A customer reported potential discrepant patient result for testosterone on the aia-900 analyzer. The customer stated the initial result was 565.7ng/dl (acceptable range 10-2200ng/dl). The patient physician questioned the result and sent another sample tube from the same blood draw out to a reference lab for retesting. The reference lab uses chemiluminescence methodology, and provided a result of 46ng/dl. The customer then retested the original sample again and received 79.83ng/dl. The customer stated the sample did not contain bubbles, however could not confirm if there was fibrin in the sample during the initial testing. The customer stated the prostate specific antigen (psa) was ran on the same patient sample and was within acceptable range. Delta checks are not implemented in the lab. The technical support specialist (tss) instructed the customer to run linearity. The customer called back and reported 2300 s loader step feed failure error and 5100 assay operation aborted error were now occurring. The customer did not observe any obstructions on the sample loading area. The analyzer was rebooted several times, but error recurred. The tss instructed the customer to perform an all set home task and load a rack, but error recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the error messages by review of the error log and confirmed the reported potential discrepant result after discussing issue with customer. The fse went into the mainte mode on the analyzer and advanced the sample rack to the sampling position, then check the pitch sensor x1. The fse found the flag was misaligned. The fse then checked the bf (bound free) system to confirm it was properly working. The fse also checked the sample nozzle for serum build up and sample leakage but found no issues. The fse re-aligned the x1 pitch sensor on the sample loader. The fse attempted to reproduce the precision issue by running two levels of quality control (qc) with no issues found and no luck reproducing the reported issue. The fse suspected the initial patient sample used may have had a fiber during testing. The fse validated the analyzer by running qc and precision for testosterone with results within acceptable range. The aia-900 analyzer is operating as expected. No further action required by field service. A complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from the install date of (B)(6) 2024 through aware date of 17apr2025. There were no similar complaints identified during the searched period. The analyte application manual for testosterone states the following. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The aia-900 analyzer operators manual under section 1 flags and error messages states the following: [2300] s. Loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. [5100] assay operation aborted! Cause: measurement was interrupted due to the occurrence of a phenomenon that prevented the continuation of measurement. Action: check the abort cause. The most probable cause of the potential discrepant patient result was due to a patient sample problem, cause not established. The most probable cause of the reported errors 2300 & 5100 were due to an alignment issue with the x1 pitch sensor, however cause of the mis-alignment was not established.